Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the navigation system. On-site visual and functional testing were completed on the system. The computer was replaced at this time. The system performed as intended upon completion of the system checkout. The computer was returned to the manufacturer for evaluation. After visual and functional testing, no failure was found. The computer passed testing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that while loading the exam disc, the screen went dark with the message "no input detected."

Manufacturer narrative:
Correction: UDI provided. A software investigation analysis was initiated to determine the probable cause. Analysis found that the logs provided no additional insight regarding the cause the complaint. Analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.